Manufacturer narrative:
Investigation conclusion. Investigation pending.

Event description:
Report received of false negative urine hcg on henry schein one step urine cassette. Caller alleges false negative results were received for four (4) patients. Although requested numerous times, no specific patient information was provided. Confirmatory method, if any, not provided. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention or return products. Retention and return products were tested with 25miu/ml hcg urine control and 3 high levels of hcg urine controls. All products showed hcg positive results at read time and met qc specifications. No false negative results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.